Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the reported infection related reactions could not conclusively be determined. Infection is listed in the instructions for use as a potential complication that may be associated with the use of the vectra vascular access graft. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient age, sex, and weight were not provided. (B)(4). The implant date is unknown. The event occurred in (B)(6). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the graft was implanted on an unspecified date in the right arm of the patient. The 1st dialysis treatment was conducted on (B)(6) 2017. During the 2nd dialysis treatment on (B)(6) 2017, it was reported that the patient had a rash and blister. Initially, the rash and blister appeared around the implantation site, however, it later spread to the whole body. The patient was treated with an antibiotic. No further information was provided.